Event description:
Pt reported the lateral up button on the infusion device does not work correctly. Pt stated while in the hosp they told her to call for a change of infusion device. Advised pt on how to invert the display orientation on the infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.